Event description:
Fire dept emergency medical services were attending to a witnessed arrest in which the pt had been down about 10 minutes. After the electrodes were attached the device displayed monitor and would not allow an ECG analysis. The operator checked all electrode/ cable connections and cycled power with no change. A back-up device arrived with the medics and the pt was resuscitated.